Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced brain fog, exhaustion and was sluggish. This continued until (B)(6) 2025; however, the patient did not seek medical attention during those days and relied on the cgm which consistently showed readings between 120 and 140 mg/dl. On (B)(6) 2025, the patient¿s condition did not improve which prompted the patient to go to the emergency room around 4:00pm. Upon arrival, the patient was attended to by an ER nurse and a doctor. A bg test showed 517 mg/dl, while the dexcom cgm displayed 90 mg/dl. A second round of testing confirmed the inconsistency, with the bg reading of 600 mg/dl and the dexcom showing 180 mg/dl. Based on these findings and the worsening symptoms, the doctor decided to admit the patient for further observation and management. While in the ER, the patient was treated with intravenous dextrose and insulin, administered both intravenously and on the abdomen. Later that evening, around 8:00 pm, an endocrinologist evaluated the patient and diagnosed diabetic ketoacidosis (dka). At the time of the report on (B)(6) 2025, the patient remained hospitalized and is being closely monitored. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic for days. The reported glucose values fall within the d zone of the parkes error grid for the first set of values taken at the ER. The reported glucose values fall within the c zone of the parkes error grid for the second set of values taken at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.